Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary during eluting stenting treatment procedure, stent damage occurred. The 80% stenosed lesion measuring approximately 2.25mm in diameter and 15mm in length was located in a moderately calcified left anterior descending artery. The lesion was predilated with a 1.5x15mm non bsc balloon. A 2.25x16mm taxus liberte drug eluting stent was advanced to the lesion, but could not cross after multiple attempts. When the device was removed from the patient, stent damage was noted. The procedure was completed by predilating the lesion again and placement of another 2.25x16mm taxus liberte' stent. No patient complications occurred. Patient status is listed as stable.